Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'cuffing¿ with a potential root cause of 'balloon material does not shrink quickly enough, incorrect balloon design.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Proper techniques for urinary catheter maintenance: secure the foley catheter, use the statlock® foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. Leave foley catheter in place only as long as needed."

Event description:
It was reported that when removing the foley catheter from the patient they were able to deflate the balloon without difficulty but were unable to pull the catheter out after deflating the balloon. After the doctor pulled the foley out, they found that there was a ring around the catheter. Intervention was not needed to remove the catheter.